Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2019. Product event summary: the full lead was returned and analyzed. No anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and no capture and it was found that the lead had dislodged. The lead was programmed off. After an unsuccessful attempt to reposition the lead was explanted and replaced. No patient complications have been reported as a result of this event.